Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that the patient expired due to a hemorrhagic stroke. The patient was at a long term care facility and became unresponsive. The patient experienced a spontaneous head bleed, and his inr was 3.6 when he arrived at the hospital. Brain death was confirmed by imaging. The vad coordinator was unable to determine whether his spontaneous bleed was vad related.

Manufacturer narrative:
A correlation between the device and the reported hemorrhagic stroke could not be determined through this evaluation as the lvad was not returned for evaluation; however, the heartmate ii left ventricular assist system instructions for use lists bleeding and stroke, as potential adverse events that may be associated with the use of the heartmate ii lvas. A review of the device history record revealed that the device met applicable specifications. No further information is available. The manufacturer is closing the file on this event.

Manufacturer narrative:
This medwatch report was previously submitted to FDA on 12/11/2014 (3rd ack received) with MFR report # 0002916596-2014-02181. It was discovered that due to technical issues post emdr implementation, this event was submitted with a MFR report # that had already been used for a medwatch report previously submitted via mail. This resubmission of the medwatch report has a corrected (new) MFR report # in accordance with guidance received via communications with (B)(4). Approximate age of device: 73 days. The pump was not returned to the manufacturer for evaluation and the manufacturer has inquired why it was not returned. No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed. Placeholder.